Manufacturer narrative:
This supplemental is being filed to include an additional patient involvement following the completion of a device investigation.

Event description:
This report summarizes 51 malfunction events, where it was reported the devices experienced fluid leaks onto floor. There were 2 events with patient involvement; no adverse consequences were reported.

Manufacturer narrative:
4 additional events were identified and therefore added to this summary report.

Event description:
This report summarizes 55 malfunction events, where it was reported the devices experienced fluid leaks onto floor. There were 2 events with patient involvement; no adverse consequences were reported.

Event description:
This report summarizes 51 malfunction events, where it was reported the devices experienced fluid leaks onto floor. There was 1 event with patient involvement. No adverse consequences were reported.

Manufacturer narrative:
This record is a consolidation of records summarized as part of the FDA voluntary malfunction summary reporting program. 51 devices were functionally/visually inspected in the field. The devices were repaired and returned to use. There was no remedial action taken. This device is not labeled for single use.